Manufacturer narrative:
It has been confirmed that the date of birth of (B)(6) 1948 is correct and that the patient was (B)(6) of age at the time of the event.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Retention tnt strip material was tested on a retention cobas h 232 analyzer with spiked samples. The spiked samples were also tested on an elecsys 2010 analyzer. Retention testing results fulfilled all investigation requirements. It could not be determined if there was an issue with the tnt results generated from the e602 analyzer. (B)(4).

Manufacturer narrative:
This event occurred in (B)(6). A patient age of (B)(6) was also provided. A clarification has been requested. (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for troponin t quantitative (tnt) on a cobas h232 analyzer. Neither the cobas h232 analyzer nor a similar product is sold in the united states. The plasma sample initially resulted as < 50 ng/l when tested for tnt on the cobas h232 analyzer. The initial result was reported outside of the laboratory. A serum sample from the same sample collection was tested on e602 analyzer at the request of the physician, resulting as 407.7 ng/l. A second serum sample collected 3 hours later was tested on the e602 analyzer, resulting as 388.4 ng/l. The original plasma sample was repeated on the cobas h232 analyzer, resulting as <50 ng/l. The original plasma sample was also repeated on the e602 analyzer on (B)(6) 2015, resulting as 421.6 ng/l. Since the patient's result was stable after 3 hours, it was concluded that this patient had no risk of myocardial infarction. The patient was not adversely affected. The cobas h232 analyzer serial number was (B)(4). The customer tested 4 other patient samples on both the cobas h232 analyzer and e602 analyzer. When tested on the cobas h232, these samples had results of <50 ng/l. When tested on the e602 analyzer, these samples had results "between 9 and 32" ng/l.